Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "intraoperative fracture or breaking of instruments has been reported for general instruments."(B)(4)

Event description:
It was reported that an inserter was returned with fractured threads. It is unknown if the instrument was used in a surgery or how the threads fractured.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was most likely due to the handle not being tightened down completely against this feature. Other possible causes may include levering the attached inserter handle while attempting to reposition the trial component and/or excessive impaction force, and/or not inspected for wear and disfigurement and prior to surgery, which may have prevented the use of the instrument and its failure. Further investigation has been completed that address the reported issue.